Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that the patient's doctor "made her turn it off, but she still got shocks from it and had a lot of pain in her groin, and when she sat on that side it hurts." It was noted that this started about a week or two prior to this report. It was stated that the patient felt pain whether or not the stimulation was on or off. It was noted that the patient has two knee implants and thinks she got "shocks there too." It was noted that the patient stated that "even when I walk it hurts and I limp, and I got a cortisone shot thinking it was my hip, but that didn't do any good, I still have that pain in my leg." The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28 lot# v973529, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).